Event description:
Per the clinic, the patient experienced a infection around the implant site.the device was explanted (date not reported). The patient was reimplanted with a new device (date not reported).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.